Event description:
A customer initially reported a quality issue with the adc device and stated the "received a cracked reader." A replacement product was ordered, however due to a delivery delay, the customer experienced light headedness, chest pain, nausea, kidney malfunction, a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose reading of 471 mg/dl, checked heart with the monitor, performed an EKG, was sent to the hospital, and provided unspecified dose of intravenous insulin as treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed due to use related issue. Button was missing. De-cased reader was returned. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported a quality issue with the adc device and stated the "received a cracked reader." A replacement product was ordered, however due to a delivery delay, the customer experienced light headedness, chest pain, nausea, kidney malfunction, a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose reading of 471 mg/dl, checked heart with the monitor, performed an EKG, was sent to the hospital, and provided unspecified dose of intravenous insulin as treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.